Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) .

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, the device got caught in an unspecified guide catheter and it was noted that the balloon had ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was firmly stuck in the customer¿s 6fr guide catheter. 1mm from the distal end of the flextome device was protruding from the distal end of the guide catheter. The hypotube was protruding from the proximal end of the device and was kinked in multiple locations. The investigator removed the device by pulling on the hypotube proximally. Multiple hypotube kinks were noted prior to removal from guide catheter. The device was found to be detached from midshaft 1190mm from stain relief. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. The investigator was unable to remove distal end of the device from the guide catheter due to the condition of the returned device. The tip detached from the balloon as the investigator attempted to remove the distal end of the device from the guide catheter. The investigator cut through the guide catheter to reveal both the proximal and distal ends of the balloon. The blades were intact on the balloon and proximal end of the balloon was covered in dried blood indicating a balloon rupture. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the device got caught in an unspecified guide catheter and it was noted that the balloon had ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.